Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse realigned the reagent mixer and replaced the sample probe. The sample mixer wash station was occluded with only 1 of 3 streams. The fse flushed the wash station, which resolved the occluded streams. (B)(4).

Event description:
A customer reported their dxc 800p instrument generated false high mg (magnesium) results for 16 patient samples. The customer only provided verbal results for 5 samples. The original results were reported out of the laboratory. The samples were rerun after the issue was resolved and amended results were sent out. It is unknown if there was any change to patient treatment.